Event description:
During a ptca procedure, the shaft of the liberte' monorail stent delivery system broke during the procedure. The lesion being treated was in the left anterior descending (lad) coronary artery. It is further reported that the physician applied heavy exertion and does not fault the product. The procedure was successfully completed with a pixel. No pt injuries or complications were reported. Pt status is reported "ok".